Event description:
It was reported that the physician noted via the remote home monitoring system that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited possible premature battery depletion. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted and returned for analysis. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the physician noted via the remote home monitoring system that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited possible premature battery depletion. Device data was sent to engineering for review. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted and returned for analysis. At this time the s-ICD remains in service and no adverse patient effects were reported. Additional information was received that the device was explanted and replaced. No additional adverse patient effects were reported.